Event description:
It was reported that during implant procedure, it seemed that the inner cable on lead may have broken and helix would not extend after retracting. Lead was not implanted. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.